Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It reported a zxr00 18.0 diopter intraocular lens (iol) was explanted due the patient experiencing visual disturbance. The lens was replaced with a za9003 18.0 diopter lens.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 04/21/2017. Device returned to manufacturer? Yes. The product was returned for evaluation and was inspected by a qualified inspector using a 12x magnification. It can be seen that the product is damaged and the optic body is cut, most probably to make the explant possible. Considering the condition of the lens the damage was not introduced during design or manufacturing. The reported issue was not verified. The manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.